Event description:
This report is based on information provided by the reporting customer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device could not connect to software. There was no reported patient involvement, therefore no health consequences or impact. Although requested no further information was available.